Manufacturer narrative:
Patient information: no further patient information was provided by the customer. Device manufacturers only. Number 6 event problems and evaluation codes: patient 3191: no code available: patient was hospitalized for observation. A review of the service history for the alinity c processing module ac01274 revealed no additional erratic or discrepant patient results nor did it identify any service or complaint issues that may have contributed to this issue. A review of the alinity c system platform revealed no systemic issues or trends associated with the discrepant results described in this complaint. Return testing was not completed as returns were not available. Labeling was reviewed and found to be adequate. A pre-analytical sample issue cannot be ruled out. Based on the available information, no systemic issue or deficiency of the alinity c system was identified.

Event description:
The customer observed a falsely depressed sodium (na) result generated on alinity analyzer for 1 sample. The following data was provided: 17jul2019 initial results: = 116 meq/l (normal range 135-145 meq/l. New sample drawn 18jul2019 results = 138 meq/l. 2nd sample 18jul2019 results = 138 meq/l. 17jul2019 sample was repeated = 137 meq/l. The patient was admitted to the hospital based on the initial results from (B)(6) 2019 and discharged after the (B)(6) 2019 2nd draw results. No further impact to patient management was reported.